Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they would often get no delivery alarms on the insulin pump. The customer stated they had tried everything. The customer¿s blood glucose was 9.6 mmol/l. Troubleshooting was performed and insulin exited without incident. They were advised to change the infusion set one more time and call back if the error persists. It was noted that the customer sent an email to report that they got a no delivery alarm again. Their blood glucose during the incident was 15.6 mmol/l. The device will be replaced and returned for analysis.

Manufacturer narrative:
Pump passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No excessive no delivery alarm noted. Pump received with cracked reservoir tube lip and minor scratched lcd window.